Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the display of the device went black during use. Reportedly, the ongoing ventilation was not affected. No health consequences for the patient were reported.